Event description:
Boston scientific received information that this pacemaker was suspected to have premature battery depletion (pbd). A technical analysis of the device printouts was requested. No adverse patient effects were reported.

Manufacturer narrative:
A technical analysis of the device printouts was requested. This investigation will be updated should further information be provided.

Event description:
Additional information was received from the field representative that device printouts for technical analysis was not performed. Data has not been collected as the patient has not attended the clinic since onset of the event. The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Subsequent information was received that this device was explanted and returned for analysis. No adverse patient effects were reported.